Event description:
It was further reported that four batteries were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that four of nine batteries reported were removed from service and returned to the manufacturer. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and five (5) batteries ((B)(6)) were not returned for evaluation. Four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Controller log files revealed five (5) controller power up events were logged on (B)(6) 2020 at 10:20:30, on (B)(6) 2020 at 11:05:03, on (B)(6) 2020 at 21:44:31, on (B)(6) 2020 at 16:22:04, and on (B)(6) 2020 at 23:44:35, respectively. Several momentary disconnections involving (B)(6) were logged prior to the loss of power on (B)(6) 2020. The controller was without power for 13 seconds, 28 seconds, 31 seconds, 15 seconds, and 1 minute and 34 seconds respectively. As a result, the reported event was confirmed. (B)(6) was lubricated prior to release. There is no evidence that the lubrication servicing was performed on the rest of the associated devices. Based on the log file analysis, the most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections prior to lubrication. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. D4: serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. D4: serial or lot#: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. D4: serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. D4: serial or lot#: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. D4: serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. D4: serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. D4: serial or lot#: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. D4: serial or lot#: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. An additional device code has been added to h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's subarachnoid hemorrhage was symptomatic. It was stated that there were several ventricular assist device (vad) stops due to the double power disconnects.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections to b5 and h11. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-may-2021 / serial or lot#: (B)(6) d9: no h4: mfg date: 31-may-2019 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: model #: serial or lot#: (B)(6) h3: no d4: serial or lot#: (B)(6) h3: no d4: serial or lot#: (B)(6) h3: no d4: serial or lot#: (B)(6) h3: yes d4: serial or lot#: (B)(6) h3: no d4: serial or lot#: (B)(6)h3: yes d4: serial or lot#: (B)(6) h3: no d4: serial or lot#: (B)(6) h3: no d4: serial or lot#: (B)(6) h3: yes d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) pump (B)(6), one (1) controller ((B)(6)), and five (5) batteries ((B)(6)) were not returned for evaluation. Four (4) batteries ((B)(6)) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Log files also revealed five (5) controller power up events were logged on (B)(6) 2020 at 10:20:30, on (B)(6) 2020 at 11:05:03, on (B)(6) 2020 at 21:44:31, on (B)(6) 2020 at 16:22:04, and on (B)(6) 2020 at 23:44:35, respectively. Several momentary disconnections involving (B)(6) were logged prior to the loss of power on (B)(6) 2020. The controller was without power for 13 seconds, 28 seconds, 31 seconds, 15 seconds, and 1 minute and 34 seconds respectively. Log file analysis did not reveal any vad stopped alarms within the analyzed period. As a result, the reported losses of power and power switching events were confirmed. The reported vad stops could not be confirmed. However, it is likely that the losses of power were perceived as the reported vad stops. (B)(6) was lubricated prior to release. There is no evidence that the lubrication servicing was performed on the rest of the associated devices. Based on the log file analysis, the most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. (B)(4) investigated momentary disconnections prior to lubrication. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, syncope and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that this patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 31-may-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-nov-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jul-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 16-nov-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 31-oct-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 03-oct-2018. Labeled for single use: no. (B)(4). Bran name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-sep-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 18-sep-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-nov-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 31-oct-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 09-oct-2018. Labeled for single use: no. (B)(4). This information was received from the hvad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were numerous instances of the controller losing power. There were concerns that this was due to the batteries exhibiting power switching, thus causing the patient to become confused and accidentally perform a disconnection of both power sources. Five batteries had previously been lubricated. It was further reported that in one such instance, when the patient double disconnected they experienced a syncopal event leading to a fall. As a result, the patient experienced an acute subarachnoid hemorrhage. A computerized tomography (CT) scan was performed and the patient's anticoagulants were held. The patient was also put on intravenous (IV) vitamin k, and was transfused with fresh frozen plasma. The controller and batteries remain in use. No further patient complications have been reported as a result of this event.